Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had a smoke and burning smell coming from the homechoice during setup. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis in the meantime. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.